Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm power error detected. Customer's blood glucose at time of incident was unknown. The customer was advised to wait 10 minutes before remove the battery. The customer insulin pump alarm power error again. The customer was advised that the pump would be replaced by taxi.

Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump received with normal operating currents. No unexpected low battery alarm noted. Detailed trace analysis confirmed power error alarm was triggered when backup battery loaded voltage was loaded. After disconnecting and reconnecting the internal battery connector. The device was monitored and functioned properly. Device was received with scratched case, pillowing keypad overlay and minor scratched lcd window.